Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) eroded through the patient's skin. The patient subsequently developed an infection. The ICD system was explanted. No further patient complications have been reported as a result of this event.